Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Actual device has not been received back by the manufacturer. (B)(4) 2014 narrative - device evaluation from same lot. Please see attached root cause report and CAPA report. Actual device not available.

Event description:
(B)(6) 2014 uncontrolled extrusion. Called the office to inform them of the recall. Spoke to assistant who said that they have experienced this problem. She said that they no longer dispense the product into the patients mouth but instead they extrude it on to a 2x2 gauze square on the tray away from the patient and pick it up with a microbrush. She said that they notice some resistance on the syringes that extrude in this manner. She said that since the beginning of may it has occurred twice with two separate syringes. The gel has shot out and gotten all over the counters, wall and cabinet doors. She said that no patients or users have been injured due to this issue. She said she does not remember which patients or what day the sudden extrusion occurred this is a reportable malfunction according to 21 cfr 803.50 (a) (2) which states that you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur-this is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended.

Manufacturer narrative:
(B)(4. Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion: actual device has not been received back by the manufacturer.

Event description:
(B)(6) 2014 uncontrolled extrusion. Called the office to inform them of the recall. Spoke to assistant who said that they have experienced this problem. She said that they no longer dispense the product into the patients mouth but instead they extrude it on to a 2x2 gauze square on the tray away from the patient and pick it up with a microbrush. She said that they notice some resistance on the syringes that extrude in this manner. She said that since the beginning of may it has occurred twice with two separate syringes. The gel has shot out and gotten all over the counters, wall and cabinet doors. She said that no patients or users have been injured due to this issue. She said she does not remember which patients or what day the sudden extrusion occurred this is a reportable malfunction according to 21 cfr 803.50, if the malfunction were to recur-this is a reportable malfunction as this malfunction could cause serious injury if the material shoots into the patient's mouth or other areas of the body to which it is not intended.